Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's mother reported the patient was hospitalized. During follow-up the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized due to pancreatitis. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2015. The pdrn stated the patient was seen in the clinic on (B)(6) 2015 and was doing fine with her pd treatments. No further information was provided.